Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that attune parts were cold welded together and can't get them separated. Used in surgery to get out attune revision knee. Tried to separate them after case and they won't come apart.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device found no defect of the device. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.